Event description:
Reprise IV study. It was reported that the valve post was jammed. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. A lotus introducer sheath was placed and then the 26.6 mm, minimally calcified native aortic valve was attempted to be treated with 27mm lotus edge valve (24248122). The lotus edge valve (24248122) was initially placed too high and unsheathing was asymmetrical. The valve was partially resheathed and repositioned in accordance with the directions for use (dfu). During unsheathing, the valve again appeared to be asymmetrical. While attempting to lock the valve, it was noted that the right coronary cusp (rcc) post was twisted and jammed. A partial resheath was attempted to help mitigate the twisted post. The post remained twisted and the lotus edge valve (24248122) valve was unable to be locked. The valve was forcefully resheathed and successfully removed from the patient. The lotus edge valve (24248122) was exchanged for a second 27mm lotus edge valve (24248123). There was correct positioning of a second 27mm lotus edge valve (24248123) into the proper anatomical location. Electrocardiogram (ECG) post index procedure revealed left bundle branch block with qrs duration of 174 milliseconds. Electrophysiology study revealed hv interval of 81 milliseconds and a non-bsc pacemaker insertion for backup right ventricular (rv) pacing in case of complete heart block was recommended. One (1) days post index procedure, a single chamber pacemaker was implanted and during the procedure, subject was noted to be in complete heart block. At this point, temporary transvenous pacemaker was placed. Four (4) days post index procedure, ECG revealed sinus rhythm with complete heart block and wide qrs rhythm and rbbb and left posterior fascicular block. The subject continued to be in complete heart block, hence biventricular pacemaker was recommended. A biventricular pacemaker was implanted. The event was considered to be resolved. Five (5) days post index procedure, the subject was discharged on aspirin.

Manufacturer narrative:
The lotus edge device handle was returned. The delivery system was returned with the nose cone over sheathed. The multi lumen extrusion (mle) port and guidewire port were flushed and a stylet was inserted into the nose cone extension. As the returned device was sheathed, the outer sheath port was unable to be flushed prior to unsheathing the valve. The valve was therefore unsheathed to lost motion and the outer sheath (os) port was subsequently flushed. A floppy post was observed at post 6. Push pull rod (ppr) 6 was broken within the sheathing guide at position 6. The valve was then locked at position 1 and 11. The broken piece of ppr 6 was removed from the sheathing guide and was noted to be bent towards the paddle indicating that the ppr broke under a compressive force. The broken piece of ppr 6 measured 25.5 mm. The valve was manually locked at position 6 confirming functionality of the locking components. The valve was then released manually without issue. On the delivery system, the control knob and release door were removed to visually confirm functionality of the rotary barrel in the handle. The handle housing was opened and the guidewire and ppr lumen were cut to remove the ppr assembly. The catheter portion was also cut. The ppr assembly was removed from the delivery system. Ppr 6 was inspected at the break site. The broken piece of ppr 6 was sent for scanning electron microscope (sem) analysis. The images from the sem analysis indicate a break at ppr 6 with no other ppr deficiencies. The angiographic procedural media was reviewed and was consistent with the reported event. In series 4 the first valve has been unsheathed at the annulus. The buckles and posts at the non-coronary cusp (ncc) and left coronary cusp (lcc) sides were unlocked. The post at the rcc side appeared jammed. The valve was then partially resheathed. The post at the rcc side was still jammed during resheathing. Removal of the first lotus edge delivery system was not shown. A second lotus edge device was advanced and unsheathed at the annulus. The valve was locked at all three positions and released without issue. The valve was deployed in an acceptable location.

Event description:
(B)(6) study. It was reported that the valve post was jammed. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. A lotus introducer sheath was placed and then the 26.6 mm, minimally calcified native aortic valve was attempted to be treated with 27mm lotus edge valve (24248122). The lotus edge valve (24248122) was initially placed too high and unsheathing was asymmetrical. The valve was partially resheathed and repositioned in accordance with the directions for use (dfu). During unsheathing, the valve again appeared to be asymmetrical. While attempting to lock the valve, it was noted that the right coronary cusp (rcc) post was twisted and jammed. A partial resheath was attempted to help mitigate the twisted post. The post remained twisted and the lotus edge valve (24248122) valve was unable to be locked. The valve was forcefully resheathed and successfully removed from the patient. The lotus edge valve (24248122) was exchanged for a second 27mm lotus edge valve (24248123). There was correct positioning of a second 27mm lotus edge valve (24248123) into the proper anatomical location. Electrocardiogram (ECG) post index procedure revealed left bundle branch block with qrs duration of 174 milliseconds. Electrophysiology study revealed hv interval of 81 milliseconds and a non-bsc pacemaker insertion for backup right ventricular (rv) pacing in case of complete heart block was recommended. One (1) days post index procedure, a single chamber pacemaker was implanted and during the procedure, subject was noted to be in complete heart block. At this point, temporary transvenous pacemaker was placed. Four (4) days post index procedure, ECG revealed sinus rhythm with complete heart block and wide qrs rhythm and rbbb and left posterior fascicular block. The subject continued to be in complete heart block, hence biventricular pacemaker was recommended. A biventricular pacemaker was implanted. The event was considered to be resolved. Five (5) days post index procedure, the subject was discharged on aspirin.